Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded intermittent low out of range shock impedance measurements less than 20 ohms resulting in alerts in the remote home monitoring system. The patient was seen in clinic and no anomalies were observed and measurements were noted to have returned to normal values after each out of range measurement. It was noted that the patient is a welder. The out of range measurements were suspected to be related to electromagnetic interference (emi) while the patient was using welding equipment. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.